Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020, the patient vomited three to four times and thought he had the flu, so he went to the emergency room (ER). While there, his cgm was reading about 400 mg/dl but the bg was 800 mg/dl. He stated that prior to the vomiting his cgm reading was high but he could not remember the value. He also thinks he calibrated it that day but cannot remember. He stated the device had not alerted him at any point for his high glucose setting of 300 mg/dl. At the hospital, he was treated with an insulin drip and fluids via intravenous (IV) therapy. He was kept overnight for observation and slept. By the next morning, on (B)(6) 2020, his bg had dropped to 200 mg/dl and he was allowed to eat. He was discharged that day. At the time of the report he was stable. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.